Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump customer experienced a low blood glucose of 5.1 mmol/l. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer alleged the insulin pump was over delivering insulin due to continues to had hypoglycemia. No harm requiring medical intervention was reported. The device will not be returned for analysis.